Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, at 8:30am. At unspecified times the patient reportedly obtained blood glucose readings of ¿177, 155, and 154mg/dl¿ with the subject meter, performed more than 20 minutes of each other. The patient manages her diabetes with glyburide and metformin; however, in response to the alleged meter issue the patient reportedly consumed less food/drink approximately four hours later. The patient denied developing symptoms as a result of the alleged meter issue. During a doctor¿s office visit the following day (at 4pm), the patient reportedly was administered 10 units of lantus as treatment; the patient denied testing her blood glucose with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Control solution was sent to the patient. Although the time difference between the readings is invalid, this complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.